Event description:
It was reported that the superior vena cava coil had high impedance. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. . Evaluation summary: (B)(4). The full lead was returned in segments and analyzed. The defib conductor was fractured. The distal conductor was fractured and the defib conductor was distorted. The proximal conductor was distorted and several conductors had blood/body fluid (not obstructed). The outer insulation had a breached cut and a cosmetic issue. The outer tubing overlay had a breached cut. There was blood in/on the helix/lobe mechanism and the helix/lobe mechanism (sleeve head).